Event description:
It was reported that the patient presented for follow-up. Noise was noted. Externalized conductors were observed via fluoroscopy. Lead to be managed non-invasively.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.